Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was discovered that there was a micro dislodgement on the right ventricular (rv) lead, and the lead was also exhibiting high capture thresholds. The physician opted to explant the rv lead and replace the lead, a new lead was successfully implanted. The patient was in stable condition.